Event description:
The pt was (B)(6) male with scoliosis and underwent open posterior t9-illium osteotomy and removal/reinstrumentation. The t12/l1 and l1/l2, the baxano io-flex system was used to gain access and the 10mm baxano io-tome device was used to perform a facetectomy. Afterwards, two dural tears were noted which the surgeon repaired using sutures with no further sequelae. The pt did well post-operatively.